Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (non-functional ecgs) was confirmed. Upon investigation, the electrode belt failed an ECG falloff test. The cause for the failure was isolated to an open orange (lead 2-) wire in the cable connecting ECG "c" and ECG "d." The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that an electrode belt had non-functional ecgs.